Event description:
The company was informed that the patient has reportedly been hit in the head at school and is now not hearing. External equipment was exchanged and programming adjustments were made. However, the problem was not resolved. The testing performed confirmed that the device is not functional. The patient's device was explanted. The patient was reimplanted with another advanced bionics device.